Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. There was two different occasions. The first occasion, the pt's blood glucose results were 400mg/dl, 203mg/dl. Tests were done within 1 minute with a difference of 58%. The second occasion, the pt's blood glucose results were 391mg/dl, 259mg/dl. Tests were done within 1 minute with a difference of 36%. Pt did not experience any adverse events. No further info has been reported.